Event description:
It was reported that a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 for a left atrial appendage (laa) closure. During the procedure transseptal access was unintentionally done mid instead of inferior. The user believed that the device could still be implanted. Due to the position of the transseptal access, it was difficult to change the orientation of the disc of the device. The disc could not be placed on top of the coumadin ridge. The disc was seated inside of the coumadin ridge and could not be fully opened. The disc took on a bulged shape. The decision was made to leave release the occluder from the delivery cable after evaluating the benefits versus the risks. The device was implanted. It was suspected that the device may have interacted with the pulmonary vein during implant. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. A computed tomography (CT) scan was scheduled in 2 months to review the laa and device. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that due to the position of the transseptal access, it was difficult to change the orientation of the disc of the device. The disc was seated inside of the coumadin ridge and could not be fully opened and took on a bulged shape. Information from field indicated that it was suspected that the device may have interacted with the pulmonary vein during implant. There were no angulations or kinks noted on the delivery system. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on information available, the cause of reported device deformation is consistent with unintentional mid-transeptal puncture resulting in difficulty opening of the disc. The patient status was stable. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per instructions for use, "confirm proper device placement using echocardiography and fluoroscopy. Indications of proper device placement include: the orientation of the device lobe must be consistent with the axis of the intended landing zone in the left atrial appendage. The device lobe should be slightly compressed and have good apposition to the left atrial appendage wall. The disc will have a concave shape. The disc must be separated from the lobe. At least 2/3 of the device lobe should be distal to the left circumflex artery on echocardiography."